Manufacturer narrative:
Follow-up #1: date of submission 12/11/14. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.unable to duplicate complaint about keypad. Keypad is intact with no evidence of peeling or damage, all keys are responsive. Removed the keypad, no evidence of contamination on key contacts. Unrelated to the complaint, the battery compartment is cracked below bumper pad and battery cap is damaged - stripped, used test cap for all steps, test battery cap does tighten fully.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.